Event description:
Revision asr fracture armd.

Manufacturer narrative:
No 510k # submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the u.s. Because of limited info, it is unk if bone or implant fractured. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.